Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified multiple bent electrodes on the tip, squashed peek housing, broken and removed pebax, a bent shaft, and the puller wire being broken in the handle (which resulted in a failed deflection mechanism). During the procedure, a deflection issue occurred. The catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient. The deflection issue is not MDR-reportable. The broken components are MDR-reportable.

Manufacturer narrative:
The product investigation and photo analysis were completed. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to picture provided by the customer, the tip was observed semi-deflected with the piston up. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and deflection test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned device revealed that the tip section appeared to be peeled off, electrodes #2, #3, and #4 were bent, the peek housing was squashed and the pebax was broken and removed, additionally, the shaft of the device was bent. Deflection testing was performed, and the deflection mechanism failed due to the puller wire being broken in the handle. The root cause of the damage at the tip and shaft area may be related to the handling of the device outside the manufacturing facilities as it was not reported in the event information; however, this could not be conclusively determined. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device 30892303l, and no internal action was found during the review. The deflection issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).